Event description:
Information received by medtronic indicated that the insulin pump got errors 41 and 43. No treatment was necessary. No harm requiring medical intervention was reported. Troubleshooting was not performed, the customer discontinued the use of the device. The product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected pump error 41 or 43 alarms during testing. However, pump error 41 alarm (line number = 589; file number = 121) is found in the formatted history file on (B)(6) 2023 19:28:00.000 due to a motor voltage regulator error. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump was received with minor scratches on lcd window and scratched case. The motor was tested outside of the device and passed. Motor voltage error (41) alarm was found in history file on (B)(6) 2023 19:28:00.000. Motor drive error (43) alarm was found in history file on (B)(6) 2023 19:28:00.000, motor voltage regulator, other motor hw in summary, customer alleged pump error 41confirmed. Pump error 43 confirmed select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.